Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips did not come out easily; clips were falling and jamming.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the (B)(6) facility as part of a (B)(4) lot in november of 2017. This instrument has not been returned for evaluation therefore we are unable to validate the alleged complaint. All instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the clips did not come out easily; clips were falling and jamming.